Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that vital information was missing on the website regarding the damage and side effects the device could cause. It was noted if the device worked correctly, it paralyzed the bladder. The product caused severe tears in the patient¿s vaginal tissues and destroyed all their bowel function. The patient now had to have a bladder correction surgery, surgery to repair the tears in their tissues, and a surgery to construct their rectum that the device caused. No further complications were reported/anticipated.